Event description:
It was reported that bd 13 mm ss vial access device flow issues- fluid blockage the following information was provided by the initial reporter: "description: email received from cvs. Agent placed outbound call to consumer to collect further information and left voicemail requesting call back. Verbatim: "pt reports when they mixed their winrevair to inject dose, 1 vial is clear after reconstitution and the 2nd vial is cloudy in color. No further information, details or dates available. Pt was the preparer and received handling training. Unknown how/where product was stored. Unknown if complaint was reported via additional channels. Unknown if md is aware." Outbound call to the patient by mnsc: one reconstituted vial clear, second reconstituted vial cloudy and thick, it appeared the medicine did not dissolve completely. Patient did not administer however did receive replacement today and administered today (B)(6) 2025 and did not miss dose. I) if yes, describe the appearance of the product in detail. Cloudy and undissolved (1 vial of the 2 vials) like "putting a drop of milk in water" despite shaking vial to help dissolve for 30 minutes. 6) did you use the sterile water that was used supplied in the kit: yes, one syringe of the sterile diluent was hard to attach to the vial but able to successfully attach with effort 7) describe the appearance of the sterile water prior to use? (E.g. Color, clarity, any foreign matter?). Normal. 8) did there appear to be less volume in the sterile water prefilled syringe(s) than expected? No. 9) how much time elapsed between when the kit was removed from refrigeration and when reconstitution was started? 10 minutes. 10) was the entire volume of sterile water in the sterile water prefilled syringe(s) injected into the vial(s)? (Include information about both syringes if there were 2 syringes) yes. 11) did you inject air into the vial? No. 12) was the sterile water injected slowly? Yes, the first one, the second one had to push really hard and felt "clogged". 13) was the vial swirled gently or forcefully agitated after adding the sterile water (specify)? Swirled gently.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24036117 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.